Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a euphora balloon to treat in stent restenosis of a bare metal stent in the proximal rca. No damage noted to device packaging and no issues were noted when removing the devices from the hoop/tray. The device was inspected with no issues noted. Negative pressure was performed with no issues noted. The lesion was not pre-dilated. The device did pass through a previously deployed stent. No resistance was encountered during advancement or excessive force used. It was reported that the contrast was a mix of 10ml contrast and 15ml physiological solution. The balloon was inflated to 12 atm twice with no issues noticed. It was reported that the device failed to deflate. The physician removed the balloon along to the catheter and removed the entire system.

Manufacturer narrative:
The device returned loaded into the guide catheter and introducer. Approx. 0.5cm of the balloon material was exposed distal to the tip of the guide catheter. The device was partially moved distally so that the balloon and balloon bond were exposed distal to the guide catheter tip. The proximal balloon bond was stretched and measured to 3.0mm; specification is 1.0-2.0mm. The balloon was fully deflated on receipt. There was slight deformation to the distal tip. Kinks were visible along the hypotube. As the device could not be removed from the guide catheter it was not possible to determine if the distal shaft and transition tubing were stretched. The balloon failed to inflate upon pressurisation of the device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.